Manufacturer narrative:
The event occurred in (B)(6) this medwatch is for the aviva nano system 1. (B)(4).

Event description:
Reporter stated that patient received the following results, with two different meters, using different strip lots within 5 minutes: 156 mg/dl (aviva nano system 1 - strip lot 491493) and 78 mg/dl (aviva nano system 2 - strip lot 491467). No actions taken based on device results. Customer had hypoglycemic symptoms of being sweaty and feeling a tingling sensation at the time of the results. No treatment required or received. No adverse event reported. The manufacturer requested return of suspect product for evaluation.